Event description:
Bedside rn found the patient's tpn filter was leaking between the connection of the filter and the tpn tubing although the connection was secured. The connection was tight and there was no noticeable crack/damage to the filter/tubing. Bedside rn called inpatient pharmacy, and they sent up a new filter. It stopped leaking once the filter was changed.